Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: n162552007, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivicaine and hydromorphone at unknown doses and concentrations via intrathecal infusion pump chronic low back pain. It was reported that sometime in (B)(6) 2020 the patient had an infection and the hcp removed the catheter but left the pump. The caller was asking if there was an issue with the pump being in the patient¿s abdomen dispensing medication. It was unknown if the pump was at minimum rate. It was discussed that if the pump was at minimum rate its flow would be 0.006 ml, but if not at minimum rate the flow could be higher. It was stated that the patient was in ¿rough shape¿ and in hospice so they weren¿t planning on removing the pump. It was reported that the plan was to program the pump off permanently. The caller stated that they were unsure if the infection was in the pocket because the patient was immunosuppressed and had an ¿epidural abscess¿. No further complications were reported.